Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was ¿having trouble,¿ and that ¿they don¿t know what to do¿ for them. The patient stated the stimulation was hurting them and was uncomfortable. While on the call ins status was confirmed with the programmer and it showed that the therapy was on, on program 1 at 0.2. The patient mentioned that they fell about a year prior to the call but that they didn¿t think it was related to the current even. The patient then decreased amplitude but that did not eliminated the uncomfortable stimulation. The patient noted that prior to the call they ¿tried everything:¿ they confirmed they turned stimulation up, turned stimulation down, changed programs and turned stimulation off. While on the call, the patient turned the stimulation off and it did not stop the sensation. The patient noted it seemed ¿worse¿ when stimulation was off than when it was on. The patient was going to follow up with their health care physician (hcp) and noted their hcp had a call out to a manufacturer representative (rep). It was noted that this started about ¿a week ago.¿ additional information was received from the healthcare professional (hcp) on (B)(6) 2018 that reported that the patient did not want to feel the stimulation in their cervix, vagina, or rectum. The patient was in the hcp¿s office on the day of this report. The hcp stated they had moved the stimulation out to the hip area but the patient was still complaining of pain in their rectum. It was noted that the patient was told by the manufacturer and the hcp to turn the stimulation off for a few days to help ¿reset things¿ but the patient refused to do this. The patient was currently at 0.2 volts, 210 px, and 14 hz. When the stimulation was turned off the patient felt a greater pain and pressure along with a greater need to go to the bathroom more frequently. The reporting hcp stated that this was due to the patient not completely emptying their bladder completely. There were no reported falls or trauma that could be related to the issue. The issue was not related to positional movement and the patient did not have any recent medical testing or emi exposure. The following troubleshooting/interventions were discussed: decrease pw to narrow the field of stimulation, increase rate but the hcp stated they tried this but the feeling provided a burning sensation to patient, try to change polarity of current programming to see if that changes how that stimulation field feels for pt, try to us 2-3+ or change polarity on this one as well. An appointment was set up for (B)(6) 2018 to meet with the manufacturer¿s representative. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported by an hcp in regards to the actions and interventions taken to resolve the patient having ¿trouble,¿ the stimulation hurting and being uncomfortable and it being worse when stimulation was off than when it was on that the patient had first mentioned this at their 6 month follow up appointment on 2018-(B)(6). The hcp noted that at the time they had done a slight adjustment to 2 of the patient¿s programs. The hcp stressed that the patient did not like to feel stimulation in or near their rectum or vagina. The hcp tried to go out to the hip as far as they could but without some stimulation in the vagina the patient would likely not have good results. They started out with a stimulation volume of .70 but the patient asked to have it turned up. The hcp reminded the patient that they didn¿t usually like it higher but the patient insisted. The hcp stopped going up when they got to 1.2 as historically this was very high for the patient. The patient then said they were fine. The hcp explained to the patient they could decrease the volume if it started to bother the patient. The hcp then went over the remote training to ensure the patient in-fact did know how to turn it down. They then talked to the patient at length about the patient¿s constipation and hemorrhoids and how this could be the reason for the pain and burning in the patient¿s rectum. The hcp also said they suggested for the patient to see the gastroenterologist, to use preparation h for topical relief and prelief to reduce acidity. The patient showed understanding to all. The patient then called back on 2018-(B)(6) to report that it was up too high. The hcp happened to be out of the office that day. The medical assistant (ma) asked the patient if they were able to turn it down and the patient said they had turned it down to .4 but would not turn it down anymore as they would have to pee all the time; though it was still hurting even at .4. Another hcp had advised the patient to turn it off but the patient was very reluctant to turn it off. The patient told the hcp they would wait for the hcp (who had replied to the inquiry currently being reported) to be back in the office. On 2018-(B)(6) the patient went to the emergency room as they were hurting too much. The ER advised the patient to turn it off as they did not have anyone who could run the implant there. The ER also suggested that the patient call the manufacturer company to see if they could help. The patient spoke with a manufacturer representative (rep) (a fraction of this sentence was cut off at the top but it reads like: and the rep told the patient) to turn the device off. The patient told the rep that it hurt too much to turn it off and that they would have to pee all the time. Per the rep, the patient insisted that they meet up so that the rep could reprogram the patient ¿right now.¿ it was noted the rep had to decline at that time because it had been a weekend and the rep was out of town. The patient¿s spouse then called their urologist and got a hold of the urologist¿s physician ass istant (pa) and the pa met the patient and the spouse at an emergency room. The pa then suggested that the patient turn it off but since the patient was resistant, they turned it down to 0.0. The hcp who wrote this letter then called the patient on 2018-(B)(6) to see how the patient was doing since they had been out of the office the week prior. The patient told the hcp about the ER visits but that they were still in pain. The patient requested that the hcp use their device to adjust the patient¿s stimulation. The hcp explained that their device was no different than the patient¿s was for adjusting the patient¿s stimulation. The patient insisted that the hcp¿s device worked better for them so the hcp agreed to see. The hcp switched the patient to program 2 as they had not done that yet. The hcp did check with the patient about their stool softeners, preparation h and prelief but the patient had not used any of them as they felt they didn¿t need it. The patient was happy with the current program with a volume of 0.4. On 2018-(B)(6), the patient called because they had the pain in their rectum again. The day before it was noted the patient had turned it off as the pain was too severe, however the pain continued and their frequency of urination increased. The patient stated they tried a couple of different programs but none felt good so they went back to program 1. The hcp did explain that if the pain continued with the device off, it was likely not the device bothering the patient¿s rectum. The patient asked if they could see the rep instead of the hcp. The hcp told the patient they would be happy to set the patient up. On 2018-(B)(6), the hcp spoke to the patient as they were able the patient set up with the rep on 2018-(B)(6) at 9:00 am. The patient stated they couldn¿t wait that long as their pain was just too much to handle. The hcp strongly encouraged the patient to turn the device off and the patient insisted they could not do that and they needed to come in for an adjustment. The hcp agreed to bring the patient in for a discussion about the patient¿s pain and the patient¿s stimulator. While the hcp was waiting for the patient¿s arrival they noted they had received the manufacturer company¿s letter requesting information about the event and that is why they called the manufacturer company as previously noted (2018-(B)(6)) as the hcp stated they needed the manufacturer company¿s advice on what more they could do to help the patient. The number one suggestion given to the hcp was for the patient to turn the device off for at least 3 days. The hcp noted they had also spoken with the manufacturer company about polarity and adding more negatives. The hcp noted they also talked about pulse width but the hcp re-iterated the patient did not like any stimulation near the patient¿s rectum and thus they didn¿t really have a way to program it without any stimulation there as the anatomy didn¿t really accommodate that. On (the text was cut off at the top of the page but it appeared to say ¿ something unreadable¿the other hcp saw¿something unreadable¿explained¿) that both of the hcps, 2 emergency rooms, the rep and the manufacturer company told the patient to turn the device off. The patient flat out refused and said they wanted an adjustment and then they would leave the hcps alone. The other hcp explained how that would not be the smartest thing for them to do. The hcp noted the other hcp said that it was possible that the stimulation was masking a real problem in the patient¿s rectum. The hcps stated they felt that was because when the stimulation was off the pain increased. The hcps offered gastroenterology referral but he patient ¿danced around it¿ and asked that they just reprogram the patient. The other hcp told the patient that they would not be doing that and that the patient really needed to follow everyone¿s advice and turn it off. The patient stated they just might need to see someone else. The other hcp told the patient that they could do that but the patient really needed to heed the advice or they may end up hurting themselves even more. The patient stated they understood what the hcp was saying but the patient still stated they wanted something done. The hcp ended the letter by saying they ¿just had to say no and walk away.¿ there were no further complications reported.